Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date) g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of 3dmax meshes (right - device 1, left - device 2). Per op notes, ¿on right, a large scrotal indirect hernia sac was identified. On left side, a small indirect inguinal hernia was noted. A large 3dmax meshes (device 1, device 2) was placed on both sides and tacked to the pubic bone and rectus abdominis muscle.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent direct right inguinal hernia thereby underwent open repair with the implant of synthetic mesh. Per op notes, ¿the ilioinguinal nerve was identified. The mesh device 1) had migrated through the inguinal canal along with the cord. The mesh (device 1) was repositioned within the inguinal ring. The cord was noted to be densely adherent to conjoint tendon. A synthetic mesh was placed into cavity and sewn into pubic tubercle and to cover the femoral, indirect and direct spaces.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.